Manufacturer narrative:
Status and location of the device is unknown.

Event description:
Through literature review article 'use of rails rods in adult spinal deformity surgery: impact on 1 rod failure and deformity correction' it was reported that one patient experienced a mesa rod fracture, this patient also required proximal extension for pjk. No additional information has been provided; implant/explant dates are unknown, catalog/lot number is unknown, and it is unknown if revision was performed.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. However, the x-ray image in the article confirms rail fracture. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. The lead study investigator was contacted, they indicated that they do not have additional information regarding this patient. No conclusion can be drawn without additional information such as pre-op diagnosis, medical comorbidities, including osteoporosis or osteopenia, fusion at the level of the rod fracture, evidence of pseudoarthrosis at the level of the fracture, and procedural information. No further investigation can be performed due to insufficient information provided. If more information is received and/or devices are returned for evaluation this investigation will be reopened and updated.

Event description:
Through literature review article 'use of rails rods in adult spinal deformity surgery: impact on 1 rod failure and deformity correction' it was reported that one patient experienced a mesa rod fracture, this patient also required proximal extension for pjk. No additional information has been provided; implant/explant dates are unknown, catalog/lot number is unknown, and it is unknown if revision was performed.